Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor discrepancies. The customer¿s sensor glucose was reading at 60 mg/dl when their blood glucose was 261 mg/dl and then at 263 mg/dl. It was found that the sensor¿s cannula was bent. The customer declined troubleshooting for the threshold suspend. They treated their blood glucose with a bolus from the insulin pump. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test. Sensor passed per specifications. Sensor initialization test was performed using a new lab transmitter with a 7xx/5xx paradigm insulin pump. Connected sensor to the transmitter and placed it in 100 bts solution and confirmed communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Cannot perform bbs test as the sensor is beyond its expiration date.